Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected outflow graft obstruction was unable to be confirmed through this evaluation as no images were submitted by the account for review and the device remains in use. A specific cause for the reported outflow graft obstruction could not be conclusively determined. The submitted controller event log file contained events from 18jul2024, with newer pulsatility index (pi) events overwriting older log file data, per design. No notable pump events, alarms, or flow trends were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 5, "surgical procedures¿, contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 of the IFU, ¿alarms and troubleshooting¿, explains that pulsatility index (pi) events are examples of routine events that might interfere with access to more critical information, and for this reason, these events do not appear in the system controller alarm history no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that there was concern for outflow graft obstruction. Log files were submitted for review. The event log file captured persistent pulsatility index (pi) events throughout the log file which shortened the data capture to just several hours. There was nothing in the brief log file to indicate any obstruction. The estimated flow appeared to be baseline and pi values were variable.